Manufacturer narrative:
Without a product return, no product evaluation can be conducted. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Current information is insufficient to permit a valid conclusion about the cause of this event. Investigation still in progress.

Event description:
Avenue-l : migration of cage. According to the reporter the event consists of a cage migration. The reporter is not aware of any factors that contributed to the incident such as a trauma. Patient had an initial surgery on (B)(6) 2018: 15 days after the surgery, patient felt pain. He decided to see his doctor. First consultation of (B)(6) 2018: migration of cage was detected. Second consultation of (B)(6) 2018: cage was stable, no more migration. Revision planned on (B)(6) 2018 there was a lot of fibrosis. The cage was removed without difficulties, it was in a lot of fibrosis. It was not in disc space, it seem intact. Anchoring plate were found in the thickness of the psoas. They seem intact too. Resumption of discectomy, trial height 12. Implantation of a new cage avenue-l 17x50 h12 6° with a trinica plate alp on level l3/l4. Update received on march 30th 2018. Patient condition is good. Post-op protocol: sitting position prohibited for 30 days. During initial surgery, screws on posterior assembly were already implanted before the first cage avenue l . (Date of the screws surgery is unknown). No x-rays available.

Manufacturer narrative:
D2: type of the device: common device name: avenue l lateral lumbar cage, avenue t tlif cage system, roi-a alif cage system, roi-t implant system. X-rays were provided and used to confirm that the implants had migrated as reported, likely as a result of the misalignment evident in the intra-op radiography. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that an avenue l implant migrated post-operatively due to misalignment during the original surgery. A revision was performed to replace with a new avenue l implant.